Event description:
The customer reported that he was hospitalized due to blood glucose levels greater than 900 mg/dl. The customer stated that he experienced nausea, ketones and vomiting as well. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer mentioned that he had an infection all week that may have contributed to the elevated blood glucose levels. The customer stated that he would be calling back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.